Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems cervical and pns. It was reported the patient had discontinued using her scs cervical system. It was also reported the patient had not recharged the ipg (cervical) in several months. The device was inoperable. Subsequently, the patient underwent surgical intervention where the ipg (cervical) was explanted and replaced with a different model. The patient reported effective therapy postoperative. Surgical intervention resolved the reported issue.